Manufacturer narrative:
No device information was able to be provided for the alleged device as the representative covering the issue is no longer employeed with the company. As no device information was able to be provided, a review of the device history record was not able to be performed. Device was not returned for additional evaluation and investigation. As no investigation was performed on the device, a definitive root cause for the alleged issue was not able to be determined. (B)(4).

Event description:
During communication regarding another issue with the patient, cs reported that the patient had a prior revision. Cs stated that the revision occurred as the patient was having baclofen withdrawal symptoms.